Event description:
It was reported that the patient's implantable cardioverter defibrillator had inappropriately gone into backup operation. The device was restored to nominal settings. The patient was stable.